Manufacturer narrative:
Inratio precision data provided by end-user lot 060667: pt#1 first test inr = 6.9, second test inr = 1.9, third test inr = 1.4; mean = 3.4; sd = 3.04; %cv = 89%. The %cv is greater than 20%. Per internal procedure the precision failed the criteria for precision. Products will be tested when returned. Inratio precision data provided by end-user lot 060667: pt#2 first test inr = 4.9, second test inr = 2.7; mean = 3.8; sd = 1.55; %cv = 41%. The %cv is greater than 20%. Per internal procedure the precision failed the criteria for precision. Products will be tested when returned. Updated this case on 01/09/07. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 01/09/07, pt#1 inratio = 6.9, 1.9, 1.4; lab = 1.18, 1.18, 1.18; mean = 4.04, 1.54, 1.29; confidence limits = 2.4-6.1, 1.2-2.3, 1.1-1.9. Per internal procedure the mean of the inratio meter and comparative system inr were calculated. For the first set of data, both inratio and lab values were outside the confidence limits for inr testing. For the second set of data, the lab result was outside the confidence limits. Products will be tested. Date: 01/09/07; pt#2 inratio = 4.9, 2.7; lab = 2.2, 2.2; mean = 3.55, 2.45; confidence limits = 2.2-5.3; 1.6-3.4. Per internal procedure the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: pt# 1: first test inr = 6.9, second test inr = 1.9, third test inr = 1.4. Pt#2: first test inr =4.9, second test inr = 2.7. Updated this case on 01/09/2007. Caller alleged discrepant results compared with the lab. Results as follows: date: 01/09/07, pt#1: inratio 6.9, lab 1.18; inratio 1.9, lab 1.18; inratio 1.4, lab 1.18. Date: 01/09/07, pt#2: inratio 4.9, lab 2.2; inratio 2.7, lab 2.2.